Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing surgical incision was irritated under the lifevest equipment. Patient described the area as the lifevest rubbing on the area where a chest tube is inserted, aggravating the area. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed mutirocin for the irritation. Outcome of the irritation is unknown.